Event description:
Comment: recently two anesthetists and myself (rph) notice a product in operating room called "viperslide" which looks exactly like intralipid 20% 100ml by fresenius kabi, pictures available. The intralipid is supplied by pharmacy and the viperslide (a lubricant for use in operating room is purchased by or, both front and back, port sites look exactly the same, pharmacy has placed "look alike sound alike" labels on the intralipid but we all agreed the ismp might want to look into this before any possible error thank you. Ismp, 5200 butler pike, plymouth meeting, pa 19462 I phone: 215-947-7797 I email: merp@ismp.org. Submission: (B)(4).